Manufacturer narrative:
No further information concerning this report is available at this time. The investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker is being used with multiple patients as external temporary pacing support. This pacemaker had been previously implanted in a different patient. No adverse patient effects were reported. This patient has since been implanted with a new system.